Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using a bd pyxis¿ medstation¿ es auxiliary, experienced a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that no fault was identified, as all returned components passed inspection and functional testing; hence root cause could not be determined there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the pyxibus controller module, drawer board, retractor band cable, and pyxibus cable to address the identified issues. All components were installed successfully, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.